Manufacturer narrative:
Block h6: imdrf impact code f02 captures the reportable event of death. Block h11: investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "device - premature clip separation (clip partial release)", "hemorrhage, major", "death" and "prolonged episode of care" were defined in the risk/hazard documentation and is documented according to the prr. These events type have been accounted for during product risk/hazard analysis to support acceptable risk benefit for the product. The medical review indicates that the patient had pre-existing circulatory failure prior to the procedure, and that gastrointestinal hemorrhage and increased blood loss may have further worsened the patient's condition. It also states that the clip did not cause the hemorrhage, and that prolonged procedure and hemorrhage are anticipated adverse events per boston scientific risk documents and IFU. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure with polypectomy of a polyp measuring approximately 4 cm on (B)(6), 2026, for treatment of gastrointestinal bleed. Note: two resolution 360 clips and one resolution 360 ultra clip, three clips total, were used in the same procedure on (B)(6), 2026. Additionally, the same patient subsequently underwent a second procedure on (B)(6), 2026, during which one resolution 360 clip and one resolution 360 ultra clip were used. During the procedure, the first resolution 360 clip was observed in the endoscopy field to be limply hanging from the catheter. The first resolution 360 clip was removed and the second resolution 360 clip was obtained; however, it was noted that the clip had separated from the catheter before use. The procedure was completed with a resolution 360 ultra clip. Note: this report pertains to the first of two resolution 360 clips used on april 16, 2026. The physician shared that the patient suffered from arterial bleeding as a result of the polypectomy, which was noted to resolve after each procedure. The patient expired on (B)(6), 2026, due to age and a pre-existing condition of circulatory failure. The extent of the impact, if any, of the procedure or resolution 360 clip malfunction to the patient expiration is unknown. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf impact code f02 captures the reportable event of death. Imdrf impact code f14 captures the event of prolonged episode of care.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure with polypectomy of a polyp measuring approximately 4 cm on (B)(6) 2026, for treatment of gastrointestinal bleed. Note: two resolution 360 clips and one resolution 360 ultra clip, three clips total, were used in the same procedure on (B)(6) 2026. Additionally, the same patient subsequently underwent a second procedure on (B)(6) 2026, during which one resolution 360 clip and one resolution 360 ultra clip were used. During the procedure, the first resolution 360 clip was observed in the endoscopy field to be limply hanging from the catheter. The first resolution 360 clip was removed and the second resolution 360 clip was obtained; however, it was noted that the clip had separated from the catheter before use. The procedure was completed with a resolution 360 ultra clip. Note: this report pertains to the first of two resolution 360 clips used on (B)(6) 2026. The physician shared that the patient suffered from arterial bleeding as a result of the polypectomy, which was noted to resolve after each procedure. The patient expired on (B)(6) 2026, due to age and a pre-existing condition of circulatory failure. The extent of the impact, if any, of the procedure or resolution 360 clip malfunction to the patient expiration is unknown. No further information has been obtained despite good faith efforts.

Event description:
Procedure summary:it was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure with polypectomy of a polyp measuring approximately 4 cm on (B)(6) 2026, for treatment of gastrointestinal bleed.note: two resolution 360 clips and one resolution 360 ultra clip, three clips total, were used in the same procedure on (B)(6) 2026. Additionally, the same patient subsequently underwent a second procedure on (B)(6) 2026, during which one resolution 360 clip and one resolution 360 ultra clip were used.event summary:during the procedure, the first resolution 360 clip was observed in the endoscopy field to be limply hanging from the catheter. The first resolution 360 clip was removed and the second resolution 360 clip was obtained; however, it was noted that the clip had separated from the catheter before use. The procedure was completed with a resolution 360 ultra clip.note: this report pertains to the first of two resolution 360 clips used on (B)(6) 2026.patient status:the physician shared that the patient suffered from arterial bleeding as a result of the polypectomy, which was noted to resolve after each procedure. The patient expired on (B)(6) 2026, due to age and a pre-existing condition of circulatory failure. The extent of the impact, if any, of the procedure or resolution 360 clip malfunction to the patient expiration is unknown.no further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a colonoscopy procedure with polypectomy of a polyp measuring approximately 4 cm on (B)(6) 2026, for treatment of gastrointestinal bleed.note: two resolution 360 clips and one resolution 360 ultra clip, three clips total, were used in the same procedure on (B)(6) 2026. Additionally, the same patient subsequently underwent a second procedure on (B)(6) 2026, during which one resolution 360 clip and one resolution 360 ultra clip were used.during the procedure, the first resolution 360 clip was observed in the endoscopy field to be limply hanging from the catheter. The first resolution 360 clip was removed and the second resolution 360 clip was obtained; however, it was noted that the clip had separated from the catheter before use. The procedure was completed with a resolution 360 ultra clip.note: this report pertains to the first of two resolution 360 clips used on (B)(6) 2026.the physician shared that the patient suffered from arterial bleeding as a result of the polypectomy, which was noted to resolve after each procedure. The patient expired on (B)(6) 2026, due to age and a pre-existing condition of circulatory failure. The extent of the impact, if any, of the procedure or resolution 360 clip malfunction to the patient expiration is unknown.no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6:imdrf impact code f02 captures the reportable event of death.block h11: investigation resultsthe device was not returned for analysis; therefore, a technical analysis could not be performed.it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.a risk review was completed and confirmed that the events of "device - premature clip separation(clip partial release)", "hemorrhage, major", "death" and "prolonged episode of care" were defined in the risk/hazard documentation and is documented according to the prr. These events type have been accounted for during product risk/hazard analysis to support acceptable risk benefit for the product.the medical review indicates that the patient had pre-existing circulatory failure prior to the procedure, and that gastrointestinal hemorrhage and increased blood loss may have further worsened the patient's condition. It also states that the clip did not cause the hemorrhage, and that prolonged procedure and hemorrhage are anticipated adverse events per boston scientific risk documents and IFU.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".correction to field h6: impact code f1901 additional surgery.correction to field h6: impact code f2301 additional device required.

Manufacturer narrative:
Block h6:imdrf impact code f02 captures the reportable event of death.block h11: investigation results:the device was not returned for analysis; therefore, a technical analysis could not be performed.it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.a risk review was completed and confirmed that the events of "device - premature clip separation (clip partial release)", "hemorrhage, major", "death", "prolonged episode of care", "additional surgery" and "additional device required" were defined in the risk/hazard documentation. These event type have been accounted for during product risk/hazard analysis to support acceptable risk benefit for the product.the medical review indicates that the patient had pre-existing circulatory failure prior to the procedure, and that gastrointestinal hemorrhage and increased blood loss may have further worsened the patient's condition. It also states that the clip did not cause the hemorrhage, and that prolonged procedure and hemorrhage are anticipated adverse events per boston scientific risk documents and IFU.the as reported patient code of "hemorrhage, major" will be classified as "known inherent risk of device" since the IFU states this condition as a possible adverse event.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".correction to field h6: impact code f1901 additional surgery.correction to field h6: impact code f2301 additional device required.correction to field h11:updated investigation results based on as reported patient and impact codes.